Manufacturer narrative:
The reported event of premature discharge of battery was not confirmed. Interrogation of the device revealed the device was at elective replacement indicator (eri) when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. Based on this information, there was no evidence of premature depletion.

Event description:
It was reported that from (B)(6) 2023 the battery voltage was at 1.4 years and then had reached elective replacement indicator (eri) in jun 2023. A sudden eri was noted. The device was explanted. The patient was fine with no adverse health consequences.